Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys shbg on a cobas 8000 e 801 module. The customer stated they were getting alarms on approximately 33 patient sample results indicating abnormal low signal. The customer repeated testing around midnight on (B)(6) 2025. The repeat results were deemed correct. The first sample initially resulted in an shbg value of 18.5 nmol/l and it repeated as 52.5 nmol/l. The second sample initially resulted in an shbg value of 2.35 nmol/l and it repeated as 21.4 nmol/l.

Manufacturer narrative:
The shbg reagent lot number was 86886501, with an expiration date of 31-aug-2026. The field service engineer found a leaking valve assembly. The valve assembly and pinch valves were replaced. Two sipper nozzles and two liquid detection rods were replaced. Multiple checks and adjustments were performed. All check results were valid. The investigation determined the service actions resolved the issue.